Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was not possible, due to no lot/serial number is available. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation due to it was discarded by the hospital.

Event description:
Reportedly, a handle broke during a procedure in 2009. Handle was disposed of. No additional information was provided at this time. At approx 20 days later, additional information received per e-mail indicates that the device was a 1130 sizer, 23mm. Surgeon noticed the sizer was cracked when the surgeon went to size the valve. Sales representative indicates that he thinks it was due to the sterilization process.